Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8015 watchdog error. Technical support - 1. Replace logic board 2. Replace power supply processor board. 3. Return to factory recommended replace logic board. Assisted with a part number. Tim will replace logic board. A review of the device history record showed the device had a manufacture date of 10/19/2012 . The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, technical support determined that the proximate cause of the reported issue tech support - recommended replace logic board. A review of the complaint history record in trackwise and sap was performed for (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Event description:
The customer reported the device gave system error and red light flashing system on button. No patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the device gave system error and red light flashing system on button. No patient involvement.